Event description:
The customer took 1/2 the insulin dose and ate lunch. Customer then used the device to check the blood glucose and obtained a result of 596 mg/dl. Customer then began to slur their speech and slumped to the floor. Emergency medical technicians were called and they treated with a glucose IV. Customer was admitted to the hospital for two days. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.